Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 9th may 2017. Throughout the investigation, the green status led flashed as normal and the red status led and failure chirp did not activate outside of specification. No measurable fault was identified on the membrane or the status led/beeper circuitry. The device was temperature cycled between 0-50°c for 48 hours and additional stress testing was carried out at 50°c 95%rh for 5 days. This combined testing equates to approximately 9.5 years of normal use without fault. Information from the device memory showed the device failed no self-tests, which is the normal condition required to activate the red status indicator. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
Device has red lamp and alarm. After restarting, the status will be green, but within a few days, the original red lamp will turn on and the alarm will sound. There was no patient involved in tis event.

Event description:
Device has red lamp and alarm. After restarting, the status will be green, but within a few days, the original red lamp will turn on and the alarm will sound. There was no patient involved in tis event.